Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 1 and 4 hours. The pod had allegedly fallen off which causes the cannula to dislodge from the infusion site. Symptoms reported include dehydration, urinating, a lot of diarrhea and diabetic ketoacidosis. The patient was treated with insulin, potassium and IV fluids. The patient was released after two days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the dislodged cannula ,reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.